Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 6atm for 5 seconds. The device was removed from the patient's body without any problem. The procedure was completed with another of same device. No complications were reported and patient was in good condition.